Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total gastrectomy procedure, on the first firing, the resection was performed without issue, but after a while, the patient side at the innermost end of the staple line stump was found torn, and additional suture and buried suture were treated. The product did not lock on tissue and was removed from the tissue without damaging it. Blood oozing occurred as a result of the issue. The procedure was completed with manual suturing. The surgical time was extended by less than 30 minutes. The patient is under follow-up observation.